Event description:
Reporter alleged 2 sets of discrepant blood glucose values; 1. 169 mg/dl & 91 mg/dl. 2. 91 mg/dl & 20 mg/dl. Back to back when each test was performed within 10 mins of the previous test on the advantage system. For both sets of results: no symptoms, treatment, or actions were reported. No adverse events related to the alleged malfunctions were reported. A request made for the return of the suspect device and replacement product was sent.